Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h3, h6 the device was returned for evaluation and the customer's reported issue was partially confirmed. Although the reported e226 error was not duplicated, the loss of image was confirmed. Additionally, an e216 (scope communication error) was displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the loss of image and e216 error occurred due to a broken image sensor unit. Due to the damage found on the scope, it is likely an irregular load was applied to the bending section, which caused the sensor to break. The event can be detected by handling the device in accordance with the following instructions for use (IFU): ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope had an e226 scope communication error, and the image did not appear. The issue occurred during preparation for a therapeutic laparoscopic hernia repair procedure. The intended procedure was completing using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.